Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported on using o3 for mr (B)(6) pte pulmonary endarterectomy list which requires episodes of deep hypothermic circulatory arrest mr (B)(6) and dr (B)(6) strongly felt the trend of o3 compared to that of the invos was less responsive by 8 secs on digging deeper it does indeed look like he has a bad experience on 6th dec as the data I collated from the root doesn¿t necessary fit the acute and dramatic changes in nirs seen with dhca (mict graph below =a). However, in working with them on a ¿side by side¿ with invos (B)(6), mr (B)(6) and dr (B)(6) they agreed that looking that the trend display they look very alike but found that the invos reacts 8 secs quicker than o3 (for example when performing dhca they would see a drop in the invos 8 sooner) and mr (B)(6) is finding this ¿lag¿ disconcerting - as although it may only seem moments to us in such a critical stage of surgery reactiveness is crucial and he feels that he see these ¿expected¿ changes sooner on invos. No patient impact or consequences reported.